Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitrectomy surgery, the silicone tip became dislodged and slipped off of the cannula. The silicone tip remained in the eye. Additional information has been requested. Additional information was received indicated that the soft tip was not retained in the eye and removed during the same procedure. There was no impact to the patient.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of the soft silicone part of the soft tip slipped out of the metal part, soft tip not retained; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected for the soft tip during the manufacturing process to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened and 60 unopened cannulas in blisters were received for the report that the soft tip became dislodged and slipped off the cannula. The opened sample was visually inspected and deemed non-conforming with the soft tip missing from the cannula. The cannula was visually inspected and presence of adhesive in the ID of the cannula was observed. Thirteen randomly selected unopened samples were then visually inspected to ensure the presence of the soft tip and all samples were deemed conforming. The presence of adhesive in the ID of the cannula was observed. A functional water flow test was then performed on all thirteen unopened samples and deemed conforming with the soft tip remaining adhered to the cannula. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The returned non-conforming sample was received opened. The initial report indicates that the silicone tip became dislodged and slipped off the cannula; therefore, the soft tip was initially present prior to surgery and most likely was damaged during use. A root cause cannot be determined for the complaint as described by the customer. Additionally, thirteen randomly selected unopened samples were conforming for all visual and functional testing. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All assemblies are 100% inspected for the soft tip during the manufacturing process to ensure that the product meets release acceptance criteria. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse man trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).